Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set insulin flow blockage event on 11-may-2024. The blood glucose level at the time of event was 24 mmol/l and patient resolved it by changing the infusion set. No further information available.